Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the internal leakage test, pressure transducer test, safety valve test and flow transducer test failed during pre-use check. The nozzle unit was found damaged and has been replaced to resolve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided photo confirmed physical damage of the nozzle unit. The pm kit replaced more than 2 years ago according to the technician. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).